Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection vancomycin (2gm, stat and route not reported) and injection fortum (1gm, od and route not reported) for peritonitis. Dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.